Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history report (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The device had a cracked right plunger case. Motor not running was observed in the event history log (ehl). The technician ran motor drive and occlusion test. The reported issue was duplicated. The root cause for the reported issue was found to be lead screws were too tight and customer misassemble. The technician rebuilt drive train.

Event description:
It was reported the force sensor error occurred. No patient injury was reported.